Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and an obturator sling was implanted. Post-operatively, 1.5 cm segment of the mesh was exposed in the left para-urethral area causing pelvic pain and a partial excision was done. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.